Event description:
It was reported that this implantable cardioverter defibrillator displayed error code 1004. Device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.